Event description:
The device was used during a laparoscopic hernia repair procedure. The instrument did not fire. The surgeon applied another device. The hosp reported that no pt injury had occurred.